Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 (air in line) alarm on the homechoice (hc) machine. This alarm occurred during therapy in initial drain. The technical service representative (tsr) explained the alarm. The hp stated that they did not check the patient line prior to connecting and had connected to a line that did not prime completely. The tsr assisted the hp to end the therapy and retrieve the cassette. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 was determined to be related to use error, as the patient did not check the patient line prior to connecting and had connected to an incomplete primed line. The issue was confirmed as an incomplete prime is a known cause of a system error 2240 alarm. Per the baxter homechoice at-home-guide, users are instructed how to properly prime the disposables for use with the homechoice. Section 10-8 provides step-by-step instructions for properly priming the disposable set. Page 3-2 warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Page 10-22 instructs the user to verify that the patient line is properly primed. Section 15.7 provides step-by-step instructions for properly repriming the patient line.